Event description:
Boston scientific received information that it was alleged that this device may have reached eri due to a device reset. However, shortly after the event, the device gas gauge was noted to be at beginning of life (bol). The health care professional was concerned that the device could lose functionality due to the recent reset. A memory dump will be performed at the next follow up, and the physician decided to not replace the device an monitor at this time. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.